Event description:
It was reported the patient had their first overdischarge. It was noted a physician mode recharge successfully reset the device. It was reported the patient saw a power on reset (por) condition. It was noted that lack of use and maintenance of the battery was the cause of the issue. It was reported the patient had not used or recharged their device for over a year. It was noted the patient tried to recharge and could not. It was reported the patient could not wait and charge long enough in order to clear por. It was reported the patient was still in overdischarge the day of report. It was noted the patient did not charge between appointments. It was reported an antenna locate was performed to initiate charging session. It was noted normal charging mode occurred. It was reported por code of 0x3608 appeared after recharging to fifty percent. It was noted all impedances were within normal limits.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).